Event description:
It was reported that, we revised components due to a leg length problem.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.